Event description:
Related manufacturer reference number: 2017865-2025-11740 related manufacturer reference number: 2017865-2025-10710 it was reported the patient presented for an unrelated procedure. During the procedure, insulation damage was noted on the right atrial (ra) and right ventricular (rv) leads. The physician elected to repair the ra and rv leads and they remained implanted. There were no patient consequences.